Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow -up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed with an unrelated ot; there were no issues that would contribute to the complaint condition. Therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. UDI: (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the anchor device broke during arcr. It was reported although the surgeon made a bone hole by an awl, tapped and inserted the anchor with attention to the inserting direction as usual, there was no creaky sound during insertion and the anchor broke. It was discarded at the hospital. It was also reported that no broken piece was left in the patient¿s body. The surgery was completed with a ten-minute delay. There was no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.